Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). While performing apd, the had patient noted a sucking sound and noticed that two bags were leaking. The patient stopped the dialysis machine and 4 hours later, the patient experienced pain. The patient was diagnosed with peritonitis the same day. The patient was not hospitalized for the events.the patient was treated with vancomycin and tobramycin (routes, doses, and frequencies not reported). Action taken with dianeal and extraneal therapies were unknown. The cause of the peritonitis was not reported. The patient recovered from this peritonitis event.